Event description:
Reporter indicated a vns therapy patient underwent vns therapy replacement surgery. The reason for the surgery was unknown at the time of the initial report. Follow up with the treating physician revealed the patient's surgery was due to lead discontinuity. Good faith attempts to obtain additional information have been unsuccessful to date.